Event description:
According to the initial reporter: biliary stent placed in (B)(6) 2021 to treat benign biliary stricture due to pancreatitis of presumed biliary origin. At 46 days post-procedure, the study stent became occluded and was replaced. The site noted the event as related to the study stent (¿study stent visibly occluded on repeat ercp¿) and pancreatic ductal adenocarcinoma; not related to the study procedure. Additional procedures performed at the same time as the stent study placement: sphincterotomy, fluorescence in situ hybridization (fish)/cytology brushing, catheter dilation, biopsy rectal nsaids administered immediately before, during or immediately after procedure: indomethacin stent location: common hepatic duct treatment: repeat ercp, stent exchange, aspiration from bile duct for culture